Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain at the implant sites. Additionally, the electrode was noted to be protruding a bit at the xiphoid, however, the electrode was not observed to be eroding. Surgical intervention was undertaken. The system was explanted and replaced with a transvenous system due to patient discomfort. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the product was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain at the implant sites. Additionally, the electrode was noted to be protruding a bit at the xiphoid, however, the electrode was not observed to be eroding. Surgical intervention was undertaken. The system was explanted and replaced with a transvenous system due to patient discomfort. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.